Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the keypad button(s) is not responding consistently to user input. There was no evidence of product misuse. The pump is being returned for investigation. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 [date of submission 05/15/2011]-device evaluation: the pump has been returned and was evaluated by product analysis on 04/24/2012 with the following findings: the 'up' and 'down' buttons were found to be intermittently responding. The keypad was removed to investigate and contamination was found under the button contacts. The 'up' button contact was found to be misaligned. Unrelated to the event the battery compartment was found to be cracked, and the display flex was found to have failed.